Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2026 to treat lower back pain. At the time of system activation the nalu representative was able to connect all system components appropriately and patient was sent home with therapy. Within several days of activation the patient reached out to report frequent disconnections and frustration. Troubleshooting was unable to resolve the connectivity issues and ultimately imaging found the implantable pulse generator (ipg) had migrated beyond the recommended depth for optimal connection with the external components. Surgical revision was performed on (B)(6) 2026 to create a new pocket in a slightly different location on the patient's right lower back and implant a new ipg in the new pocket location. During the procedure the leads were also replaced out of caution.

Manufacturer narrative:
Patient is reported to have somewhat loose skin or tissue in the location of the implant. No falls or other events were reported that may have contributed to device instability and migration. Migration is a known inherent risk of implantable neuromodulation devices.